Manufacturer narrative:
The insulin pump was received with blank display problem isolated to lcd board. Analysis was unable to verify the unresponsive button due to blank display. No audio beep anomaly noted. The insulin pump was received with cracked at corner display window, scratched on lcd window, cracked at battery tube threads and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.